Manufacturer narrative:
Device evaluation completed on october 29, 2020: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information's received on (B)(6) 2020 indicated that the patient also experienced bilateral capsular contracture baker grade IV. The issue was diagnosed on (B)(6) 2020.as a result patient had the implants removed with no replacements. This report relates to right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7 2020, additional information received indicated that patient also had bilateral capsulectomies and mastopexies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 5 2020. Additional information received indicated that patient ethnicity is caucasian and patient scheduled for explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel, 750cc silicone breast implants which the patient experiencing bilateral rupture after implantation. Patient had symptoms of leakage at least for several months the issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.